Event description:
On three different occasions, the tube broke. This required emergency life threatening changes. MFR has attributed the problem to high torque due to mobility. The user is not highly mobile. Reporter wants MFR to warn public about mobility and its relationship to the problem of tube breakage.